Manufacturer narrative:
Product event summary: analysis found that the lens was broken, the keypad and display were damaged, both bail covers were cracked, the attachment ring was bent and the battery drawer was broken. A new main board was placed and calibrated. The lens, bail cover, ring, display, battery drawer, and keypad were also replaced. The device was then cleaned and calibrated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.